Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that their system has not worked for several years (since 2006). The patient is seeking a surgeon to explant the device due to serious issues unrelated to the device or therapy. The patient mentioned that they were experiencing back and stomach pain. The patient was sent physician listings. No further patient complications have been reported as a result of this event.